Event description:
It was reported the pt had not used her scs system for almost six months. The pt underwent surgical intervention to electively explant the ipg. The pt had also indicated she had lost weight and felt tenderness at the ipg pocket site. No further pt complications were reported. The system lead remains implanted.

Manufacturer narrative:
This ipg serial number is included in field advisories. Eval: results: as received the ipg did not communicate with a lab pt programmer. The ipg was cut open and a leaky battery was observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.